Event description:
It was reported that the patients pump was moving around in the pump pocket because the patient was "bumping it on things". It was noted that a planned revision was to be done to move it to a new pocket, possibly tunneling it across the abdomen. It was later reported that revision was done due to a flipped pump because it was positioned too lateral when it was in the patient. It was reported that the pump was moved more midline and no new catheter was added, however a new pouch was placed correctly. It was noted that the patient's coverage was good and that there were no other issues. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709sc, lot# n283046013, serial# implanted: (B)(6) 2011, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).